Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).

Event description:
Four treatments were performed on low speed with a diamondback coronary 360 orbital atherectomy device (oad) in a heavily calcified lesion in the mid right coronary artery (rca). A perforation was then observed at the rca. Balloon angioplasty and stentplacement was performed. An unsuccessful attempt to deploy three graftmaster stents resulted in prolonging the procedure. A pulse could not be detected. After closing the access site, the physician confirmed the patient was not bleeding again. A ventricular assist device was placed. The patient was then moved to the cardiovascular intensive care unit (ICU) where he expired.